Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg (spring wire guide) kinked.

Event description:
The catheter was found kinked prior to use. Its protective sheath was not kinked contrariwise. There was no cut anywhere. Clinical consequences: no consequence for the patient because it was not used on the patient. Another device was used on the patient.

Event description:
The catheter was found kinked prior to use. Its protective sheath was not kinked contrariwise. There was no cut anywhere. Clinical consequences: no consequence for the patient because it was not used on the patient. Another device was used on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and catheter for evaluation. The plastic tube that protects the swg/catheter assembly during shipment was not returned by the customer nor was the product packaging. Visual examination revealed the guide wire and catheter were bent. This damage is consistent with defects related to shipping and handling. The catheter body contained one kink 35 mm from the distal tip. The total length of the catheter body measured to be 85 mm which is within specifications of 82-86 mm per product drawing. The guide wire contained one kink 235 mm from the distal tip. The total length of the guide wire measured to be 350 mm which is within specifications of 345-355 mm per product drawing. The returned guide wire was able to advance and retract from the returned catheter with minimal resistance. A manual tug test confirmed the distal and proximal weld were fully intact. A device history record review was performed with no relevant findings. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire and catheter were kinked. The returned sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.